Event description:
It was reported the patient presented in clinic. Upon examination, it was observed the access site where the introducer was placed had yellow pus and was infected. The patient was given antibiotics and the wound had healed without further issue. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.